Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic procedure, the device system blocked, and it was not possible to cut or open the stapler, and the jaws of the device locked on tissue. It was also reported that the device was difficult to unload. To resolve the issue the procedure was converted from laparoscopic to open procedure and the surgeon performed a mini laparotomy to take the instrument out. The incision was extended for more than 1 inch or 2.54cm due to the device problem, resulting in more tissue loss and tissue damage.

Event description:
According to the reporter, during video-assisted laparoscopic procedure, the device system blocked, and it was not possible to cut or open the stapler, and the jaws of the device locked on tissue. It was also reported that the device was difficult to unload. Another reload was used however it was not able to be fire. To resolve the issue the procedure was converted from laparoscopic to open procedure and the surgeon performed mini laparotomy to take the instrument out. The incision was extended for more than 1 inch or 2.54cm due to the device problem, resulting to more tissue loss and tissue damage. The operation was extended for more than 30 minutes and the hospitalization was also extended for about 7 days due to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that both reloads were partially fired with the interlocks engaged, and both reloads presented damaged knife blades and deformed clamping mechanisms. Functionally both the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All staples were placed and test media was transected. A review of the device history record indicates this product was released meeting all release specifications at the time of manufacture. Additionally, the investigation detected unreported conditions of a deformed clamping mechanism, flush staple pushers, and a damaged knife blade that have no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed clamping mechanism and partially flushed staple pushers may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.